Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a black rubbery foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. An attempt was made to obtain additional information regarding reprocessing and device handling but detailed information was not provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. The blockage was due to the presence of foreign debris. The suggested route cause for the debris in the air/water nozzle was user handling. A comprehensive leakage check was completed and the device was not leaking. Additionally it was noted, the light cover glasses adhesive and optical cover glass adhesive was worn out. The adhesive part of the distal end was lifting. The colored ring of the air/water housing was worn out. The switch was worn out. The angulation of the up/down/left/right knob was reduced and exhibited play. The air channel and water channel blockage was evident. The water flow and water removal failed to meet the specified value. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the channel number five (5) of the colonovideoscope was blocked. The issue was found during reprocessing after a procedure. The device did not fail during clinical procedure. The device was returned and an inspection revealed foreign debris protruding from the air/water nozzle. The debris appeared to be a black rubber like material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.